Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure, air or gas leaked from the seal of the device and the surgeon had noticed that there was loss of the peritoneum. The surgeon changed the size 12 mm trocar to another one from a different firm. There was no patient injury.